Event description:
This problem did not affect a particular pt so the above data with fictitious dates, etc was entered so rptr could proceed. The problem is with e size oxgyen cylinder valves made for sherwood by air products. The counterbore was milled too deep and standard size seals will not make a good seal. (Refer to cga drawing # 860 for sketches of the oxygen valve #870 with counterbore). Since seals are not provided with the valves, gas suppliers must obtain and supply seals. Standard size seals will not make a good seal so the user (in this case a hosp) is tempted to add an add'l seal. When two seals are used (inappropriately) they may have a leak between them causing static electrical differences that can and did cause a spark resulting in a brief fire. The newer cylinder regulators are often made of aluminum and this will burn under high pressures (25 psi or more) of pure oxygen. These cylinders come with 2200 psi. The compress gas standards address the width of the counterbore on cylinder valves but not the depth. (Cga 860) these valves are dangerous. Hosp's gas supplier agreed not to send any cylinders with these deep counterbores but they continue to send them occasionally. Rptr believes all of the valves with deep counterbores should be recalled not just for hosp but for everyone using these cylinders. As a point of clarification, hosp did not have an incident recently but after receiving two cylinders in two days, rptr believes the corrective procedure should be to recall the valves rather than hope they do not show up at hosp. The fire experienced was a year and a half ago but no pt was harmed. Hosp had a "near miss".